Manufacturer narrative:
A1: patient ID: (B)(6). With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the lotus edge valve, part #: h749lvsus270, batch#: 0024491301. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Device technical analysis: the lotus edge valve remains implanted, therefore returned device analysis could not be completed. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The lotus valve product directions for use lists adverse events potentially associated with transcatheter aortic valve implantation as well as additional risks related to the use of the lotus valve system which includes death. As a result of this adverse event, the subject may require medical, percutaneous or surgical intervention, including re-operation and replacement of the valve. These events may lead to fatal outcomes. Risk review: a risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient death occurred. A 27mm lotus edge valve was implanted on (B)(6) 2020. On (B)(6) 2020, the patient died.